Event description:
Date notified: (B)(6) 2010. A model 706 ventilator (s/n (B)(4)) failed to operate to specifications. An inspection of the device revealed a broken wire connection. The connection was resoldered, the device was tested to specifications and returned to the customer. No death or injury resulted from the device malfunction.